Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's husband reported via phone call that his wife experienced low blood glucose level of 66 mg/dl. Customer treated with glucagon and now her blood glucose level was 143 mg/dl. The customer did not provide any symptoms regarding low blood glucose. Customer also reported that they were stuck during rewind process. The customer was treated for the low blood glucose with glucose tablet. The insulin pump was not returned for analysis.